Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. A visual inspection was performed and no observations were found related to the customer complaint. A voltage test was performed and failed indicating no voltage on the unit. Share log was reviewed and indicated failed transmitter error on the issue date. The customer complaint of a failed transmitter error was confirmed. The root cause was determined to be a failed transmitter.